Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: dislodged stent compressed against the vessel wall in an unintended site. Device issue: stent dislodgement. It was reported that the target lesion was the mid lad with moderate tortuousity and high calcification. A 3.5 x 18 mm promus was successfully deployed, and it was decided that another stent was needed. Without resistance an attempt was made to pass the 2.5 x 18 mm promus stent delivery system (sds) through previously deployed promus stent, but it would not cross. Resistance was met when trying to remove the sds and the 2.5 x 18 mm stent dislodged from the sds. Another company's balloon was used to compress the dislodged stent in an unintended site. Then a 3.5 x 18 mm promus was deployed in the proximal portion of the lad which tacked up the dislodged stent. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, and in the guide wire lumen. There was contrast on and in the balloon, in the inflation lumen, on the distal shaft, on the hypotube, and on the hub. The stent implant was dislodged from the balloon and was not returned. The balloon was loosely folded. The balloon was partially inflated. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors. In this instance, it is likely that the failure to cross is related to the attempt to pass through a previously implanted stent and/or the moderately tortuous and heavily calcified lesion. It should be noted that the promus instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Analysis noted blood on the balloon, on the distal shaft, and in the guide wire lumen and contrast on and in the balloon, in the inflation lumen, on the distal shaft, on the hypotube, and on the hub. This is consistent with handling, preparation, and usage. It was confirmed that the stent implant was dislodged from the balloon and was not returned. The balloon was loosely folded and partially inflated, suggesting that positive pressure may have been applied to the system causing the balloon to slightly expand at some point. Crimp marks on the balloon between the markers suggest that the stent was originally positioned correctly and securely at the time of MFR. The mfg records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. In this instance, the reported stent dislodgement appears to be related to positive pressure being applied and procedural attempts to cross a previously implanted stent, such that the stent implant became caught and dislodged. The reported device embedded in vessel or plaque is related to the dislodged stent being crushed in the vessel wall. Product performance engineering will monitor the incident circumstances. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. This MDR is considered closed by the product performance group.